Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The reported issue was confirmed in the event history log review. The cause of the iipv was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold.

Event description:
It was reported that a high drain alarm occurred on the homechoice (hc) machine during use, patient not connected. This alarm indicates an increased intra-peritoneal volume (iipv) event occurred. The baxter technical service representative (tsr) explained the alarm. Per the home patient (hp), they had no discomfort. The hp stated that they would call the rn because they would like the device swapped. The initial drain alarm equaled 2ml, the fill volume equaled 2000ml and the total ultrafiltration equaled 2853ml. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.